Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate markings were observed on an iegm during a follow-up of an asymptomatic patient. It is suspected that the cause was transient telemetry interference. Patient will be monitored with routine follow-up.